Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg was able to confirm that the pump was not alarming load set correctly. This was due to the pump being excessively unclean. This was repaired and the pump returned.

Event description:
The initial reporter stated that the pump was not alarming no flow when it was occluded. When the pump was returned to mmdg it was discovered that the pump did not alarm load set when it was expected to. The initial reporter did also state that this was discovered during testing and had no patient impact. (B)(4).